Event description:
Additional information received from the patient reported the patient's doctor performed a laminectomy and removed the spinal stimulator, but the vibrating sensation had not resolved. The patient noted she had made an appointment with another neurosurgeon to see if he could make any sense of her issues. It was noted that symptoms were not as bad early in the morning, but they got worse throughout the day. The muscles on the patient forehead moved on their own, ever so slightly. Every other day there was "vibrating/static" throughout the patient's trunk and it felt like "nerves (spiders) going back and forth throughout." The left side of the patient's stomach hurt, "like someone had hit her with a softball really hard," every other day. The muscles moved back and forth really strongly in her back and stomach. The muscles or nerves, the patient did not know which, moved back and forth on the bottoms of her feet, they felt numb most times, and they felt really weird. It felt like something was stinging the patient in various areas that were never the same. The band of muscle around the patient's diaphragm area would tighten really tight. It sometimes felt like the patient's heart was being squeezed, but her blood pressure was low. Breathing through her nose could be ice cold throughout the day, even when it was hot. The only brake the patient got was when she was in bed lying down. It would eventually all go away except the right groin movement and the vibration usually went away during the patient's sleep. The patient had a laminectomy at l2-l3 with a bone graft and the spinal stimulator was removed on (B)(6) 2016.

Event description:
The consumer implanted for non-malignant and chronic low back pain reported the stimulator was completed turned off but they were having vibrating sensations in their back and groin area. Their muscles in their back and stomach move all by themselves and it felt like there was a baby or something inside of them that was moving.&#55316;he symptoms started in 2014 and have progressively gotten worse and have multiplied in different areas of their body. The healthcare professional did not know what was causing this. The implanting physician thought it was due to where the stimulator was implanted. The patient had surgery scheduled for (B)(6) 2016 to remove the stimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.